Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient due to a water leak on the shaft of the catheter.

Manufacturer narrative:
The reported event was confirmed. The device had not met specifications per procedure which states that "shaft must not be damaged or pinched." Visual evaluation of the returned sample noted one opened without original packaging, temperature sensing silicone foley catheter with cut portion of the inlet tubing and sample port connecter. Visual inspection noted there was a hole over drainage lumen. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from pinhole (0.013") noted in the inflation lumen from the trifurcation. This product is out of specification as per the procedure which states that "shaft must not be damaged or pinched." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "contaminated shafts -end of shaft doesn¿t match with the mark in core pin." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments."

Event description:
It was reported that the catheter fell out of the patient due to a water leak on the shaft of the catheter.